Manufacturer narrative:
The sample was received for evaluation. Visual examination of the sample noted no anomalies. The mesh side of the sample was observed to have tissue attached to it and there was a slight contracture of the material noted. These observations are not unexpected of a device that had been implanted for 10 months. It is report that the surgeon believed that the size of the defect may have warranted a larger implant. Regarding hernia recurrence the warning section of the IFU states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." A review of the manufacturing records shows that the lot was manufactured to specification. Based on the sample evaluation there was no indication of a manufacturing cause to the patient's hernia recurrence.

Event description:
The following was reported to davol: on (B)(6) 2014 - patient underwent an open repair of a right lower abdominal incisional hernia with the implant of a bard ventralex st hernia patch. On (B)(6) 2015 - patient underwent laparoscopic repair of a recurrent right lower abdominal incisional hernia. During this procedure the bard ventralex st hernia patch was explanted and a larger implant, bard ventralight st w/ echo was used for the repair. The explanted device was noted to have contracted. The surgeon noted that the size of the defect may have warranted a larger size implant.